Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing during the fill tubing process. Reportedly, the customer filled tubing with more than 30 units. The customer loaded a new cartridge and a new infusion set and attempted to perform the load fill tubing process with more than 30 units again; however, no insulin drips were seen exiting the tubing. The customer disconnected at the luer lock and reported seeing insulin at the end of the cartridge pigtail. The customer used another infusion set and was able to confirm drops were able to be seen at the end of the tubing. The customer's blood glucose level was 168 mg/dl.